Event description:
Increased problem with pain in lower back and left leg, numbness in left lateral part of leg, increased pain in right leg, pain in new area right below where first fusion began, and problems with falling and near falls without warning.